Event description:
A spontaneous report was received via email on 1/24/2020 from a consumer of unk age and gender stating he/she used crest whitening systems beginning on an unspecified date, and his/her enamel was eaten away by the peroxide. The consumer stated it hurt, and was spreading throughout his/her whole mouth. The outcome was not recovered /not resolved. Treatment details: unk. Relevant history: none reported. Concomitant product(s): none reported. No further info was provided. On february 13, 2020 f/u via email: the consumer provided the product's lot number which is associated with two possible crest whitening systems products: classic white 10ct, and original whitening kit with light 14ct. No further information was provided. On april 15, 2020 product investigation results: a review of the mix, batch record, and product release testing found no root cause that would impact the efficacy of the product. Conclusion code: no mfg cause identified based on investigation. On april 17, 2020 add'l investigation results for product lot / production code 9289v44; the review of the records and inspections and the lab certification revealed that all inspection system challenges, checks and test results were acceptable throughout the packaging of this lot. Conclusion code: no mfg cause identified based on investigation.